Event description:
It was reported that, "during a laparoscopically assisted vaginal hysterectomy procedure, the left side broad ligament was dissected with no problem, when the surgeon attempted to dissect the right side the device failed to staple or cut the ligament. When this could not be accomplished the procedure was changed to an open abdominal procedure and the surgery time was increased. The pt was not injured."